Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that communication could not be established with the implantable neurostimulator (ins) using two clinician programmers and two patient programmers, with and without the antenna attached. Communication was tried at the patient¿s home and also at the clinic. Moving away from any source of electromagnetic interference did not resolve the issue. At the time of implant, the manufacturer representative was able to turn on the ins in the operating room. There were no impedance issues at implant. The healthcare provider thought they could feel the implant under the skin, but did not want to disturb the wound. The reporter stated it may be a depth issue, as the patient was very large. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.